Event description:
It was reported that an ilet pump displayed repeated alert 38 motor stall errors during setup and after attempts to prime and rewind, resulting in the user disconnecting from the pump and reverting to subcutaneous insulin pens; the device repeatedly returned to the welcome screen after a factory reset and could not proceed through setup. Symptoms included no injury and difficulty using the device. Outcomes included interruption of pump therapy, use of backup insulin, and shipment of a replacement device with instructions for return of the original. Investigation included review of the event history via customer interview and troubleshooting guidance, including restart attempts, a dry run without supplies, and a factory reset. Investigation of this case revealed that the pump experienced consecutive motor stalls and could not complete setup or rewind. It was concluded that the device exhibited a motor stall malfunction that prevented therapy continuation, and replacement was warranted.